Event description:
A report was received that the patient had to charge more frequently. A bsn representative analyzed the database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had to charge more frequently. Patient's database analysis showed that the ipg is exhibiting premature battery depletion.

Event description:
A report was received that the patient had to charge more frequently. A bsn representative analyzed the database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had to charge more frequently. A bsn representative analyzed the database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced with a new one. The patient is doing well following the procedure. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.